Event description:
The patient was implanted with an scs system including an ipg on (B)(6) 2009. It was reported that his stimulation occasionally shuts off without prompting after the recharging of his ipg. Otherwise, the patient's scs system is said to be functioning as intended. This situation will continue to be monitored as the patient has agreed to document the frequency and location of the occurrences to rule out possible electromagnetic interference. No further complications were reported.

Manufacturer narrative:
This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.